Event description:
It was reported that the patient experienced hypoglycemia while using the ilet bionic pancreas, with a documented blood glucose of 39 mg/dl and no associated symptoms, and the patient typically only announces dinner. Symptoms included asymptomatic hypoglycemia. Outcomes included the need for acute treatment with oral glucose. Investigation included troubleshooting and education provided to the patient regarding low glucose management. Investigation of this case revealed an unclear cause of hypoglycemia, with no device malfunction reported. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.